Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: affiliate responded: was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? 9l/min. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the b5st device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the b5st device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90k7a expiration date: 02/2016 manufacturing date: 03/2011 (B)(4).

Event description:
It was reported that during a laparoscopic procedure, air leaked while no instrument was being inserted. A boo sound was heard from the device. The surgeon held the device by finger and the device was used as is to complete the case. A grasping forceps, an abrasion forceps and a ultrasonic instrument were used. There were no adverse consequences to the patient.